Event description:
Customer alleged that the caregiver pushed up on the lift actuator when it stopped lifting and the actuator jumped up. Minor injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model rps350-1, serial number/date code (B)(4) is approximately 1 year 2 months old. The owner's manual part number 1078984 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the caregiver allegedly sustained a scratched retina. The lift arms allegedly lifted up when the leg actuator was engaged causing the arm to hit the caregiver in the eye. The dealer confirmed that proper training was provided to the caregiver and family on the proper use of the lift. The dealer has received a replacement motor and the lift has been repaired and is functioning. The motor is being returned for an inspection and evaluation.